Event description:
It was reported that when physician inserted the coil into the micro catheter, resistance was experienced. Upon removal of the coil to verify cause of resistance, it was observed that the coating of the coil was partially "peeled off". There was no reported clinical consequence to the patient.